Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, pacing inhibition, and intermittent loss of capture (loc). It was not determined how long the pacing inhibition lasted. Technical services (ts) was consulted and also noted there were several shock impedance values that were less than 200 ohms along with the oversensing which could indicate an insulation issue. As a result, this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.